Event description:
It was reported that the patient has gmrs distal femur. Surgeon feels that the bushings need to be changed. Exploratory surgery scheduled for (B)(6) 2012. Additional event description:it was reported that the patient has soft tissue ingrowth into the central part of the hinge mechanism that led to pain. The bushing, axle, tibial bearing, and bumpers were changed out.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.

Manufacturer narrative:
An event regarding soft tissue ingrowth into the central part of the hinge mechanism involving a mrh xover component was reported. This event relates to soft tissue ingrowth of the patient into the central part of the hinge mechanism which led to pain. The reported bushings, axle, tibial bearing and bumpers were explanted. It is considered good practice to change out poly components during revision surgery. A medical review was not possible with the limited information provided. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time.

Event description:
It was reported that the patient has gmr's distal femur. Surgeon feels that the bushings need to be changed. Exploratory surgery scheduled for (B)(6). Additional event description: it was reported that the patient has soft tissue ingrowth into the central part of the hinge mechanism that led to pain. The bushing, axle, tibial bearing, and bumpers were changed out.